Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3387s-40, lot#: va0fbun, implanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial#: (B)(4) implanted: (B)(6) 2014, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-oct-2016, UDI#: (B)(4). Product ID: 3708695, serial/lot #: (B)(4), ubd: 19-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that a nurse had called in and stated that the patient said they had periodic jolting sensation on their left side. They were not specific to the exact location. They then performed impedance checks and there were no abnormal findings. Date of troubleshooting was not known, but impedances were normal. The issue was not resolved at the time. There were no further complications reported.